Manufacturer narrative:
B5: lens was removed and replaced due to low vault without rotation. Claim# (B)(4).

Manufacturer narrative:
Off-label - acd <3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -11.0/1.0/094 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed and the longer legnth lens was implanted. Cause of the event is unknown. The problem was resolved.